Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1, fill 2, drain 1, and drain 2. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The cause of the rite - therapy monitored volume failed performance spec was determined to be a cracked door piston.